Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the patient discontinued the use of the spinal cord stimulator as it was causing leg issues and irritated nerves in legs. Since stopping, the nerves had calmed down, but not completely eliminated.

Event description:
Additional information received from the consumer reported that the circumstances that led to the lack of pain relief, zapping and restless legs were that the implant was restarted after they had it turned off for several years. To resolve the issue the patient quit using the spinal cord stimulator. The zapping and restless leg stopped, but they continued to have pain in their feet, on the bottom of both feet.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2009-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient stopped using their implantable neurostimulator (ins) for a couple of years because he was getting zapped when moving around and he wasn't getting the pain relief he needed. The pain was more wide spread in his hips and lower back. The patient started using the ins again in (B)(6) of 2015, but since starting to use it again he was getting several bouts of restless legs daily and wanted to know if this could be related to stimulation. It was noted that turning stimulation off didn't resolve the restless legs. The patient stated the ins lead wire was in the thoracic area to allow pain relief for the coccyx area. The patient later reported that they felt the zapping they received in their leg muscles contributed to the restless legs. The patient had several severe bouts in a week to 10 day period. The patient received a prescription for pramipexole 0.125 mg and also discontinued the use of the ins. The leg and feet pain reduced the last week and the patient had no restless leg at night but was only one week out so far.